Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had critical pump error. The customer¿s blood glucose level was unknown at the time of the incident. Customer reported that they received a critical pump error image on the pump screen. Customer saw an image of a pump with a bix x an arrowing pointing to an open book with a question mark. Troubleshooting was performed. The insulin pump will be returned for analysis.